Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was able to reproduce the issue. The issue was determined to be caused by a drive manifold malfunction. This part is going to be replaced for the repair. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had an insufficient negative pressure alarm. The iabp was replaced with another. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The getinge field service engineer (fse) that was dispatched to evaluate this unit, and that was able to reproduce the reported issue as mentioned in the initial MDR, reported that the drive manifold was replaced to fix the reported issue. The battery and safety disk were also replaced as consumable parts. The fse then performed a preventive maintenance with all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had an insufficient negative pressure alarm. The iabp was replaced with another. No patient harm, serious injury or adverse event was reported.

Event description:
N/a.